Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, found an ultrasonic air sensor (uas) with a broken draw latch. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
This complaint was confirmed by the field service rep (fsr). The fsr replaced the draw latch and the unit operated to MFR specifications and was returned to clinical use. The suspect draw latch was returned to the MFR for evaluation. If additional info becomes available on this complaint that would alter the facts and/or conclusion, the supplemental report will be filed accordingly.